Event description:
It was reported that after the pedal was connected with the host, there was no "connect wand" message on the screen. Also after the wand connected, there was no working signals on screen and the wand connection indicator light was not on. The engineer manually pressed the yellow ablate button or blue coagulation button , the light was on but the maximum ablate limit was 2. No patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6 h10: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. Visual inspection of the customer provided pictures identifies the unit and shows a quantum with 1/2 displayed on the screen with the wand connected light illuminated, however the functionality of the adjustment buttons or the wand cannot be verified. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.